Event description:
Already reported: subject 015 is a 58 y/o male with metastatic colon adenocarcinoma enrolled on (B)(6)) who initiated treatment with 1.25 mg/kg enfortumab vedotin on (B)(6) 2025, most recent dose on (B)(6) 2025. Subject was recently hospitalized (B)(6) 2025 with g3 biliary obstruction (see previous sae report and follow up). He was scheduled to rtc per trial on (B)(6) 2025 with a CT scan for re-staging (per trial) and follow up for biliary obstruction (per inpatient care team) and to be re-evaluated for c3 d1 treatment on trial. Patient presented to moffitt acute cancer care on (B)(6) 2025 with complaint of recurring jaundice, loss of appetite, abdominal cramping. His labs were significant for total bilirubin 4.8 mg/dl and elevated lfts. CT a/p showed biliary 2/3 stents placed during last admission had migrated with 1 present in rectum. Patient was admitted to (B)(6) on (B)(6) 2025 and gi endoscopy team and interventional radiology was consulted in the morning of (B)(6) 2025. Ir consulted and the plan is for biliary stent removal and biliary drain placement on (B)(6) 2025. This event, g3 biliary obstruction will be updated once patient is discharged and more records are available. At this time, treating physician feels this event is possibly related to disease and unrelated to study treatment. New information: follow up #1: (B)(6) 2025: following CT a/p evaluation on (B)(6) 2025, gi endoscopy team was consulted and performed ecrp with stent removal on (B)(6) 2025. Interventional radiology performed biliary drain placement on (B)(6) 2025 and patient remained hospitalized for monitoring following this procedure. The patient developed a fever so biliary drain was uncapped and connected to external bag to drain. He was started on rocephin/flagyl and blood cultures were negative for over 48 hours. Re-capping was trialed but fever recurred, so patient was discharged on (B)(6) 2025 with uncapped drain, rx for 7 day course of ciprofloxacin/flagyl and instructions to follow up outpatient in one week with interventional radiology team. Bilirubin had improved to 1.9 mg/dl on date of discharge. This event, g3 biliary obstruction is resolved and treating physician feels it is unrelated to study treatment, possibly related to disease.